Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a scuff and crack from being dropped. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, cracked reservoir tube lip and scratched case. Unit was confirmed for scratches on casing and cracked reservoir tube lip. Unit passed required testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked corners. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.